Event description:
Gastrostomy tube got stuck in pt's abdomen. Md was unable to extract g-tube. Another md was able to cut through fascia and loosen g-tube. When he pulled back on g-tube, it broke in half. New g-tube (another brand) was reinserted orally then pulled up through the stoma using the guide wire.